Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 203, lab: 1.4. Time between testing: unknown. (Left hand): inratio 1.3, (right hand): re-test 2.4. Re-test was performed immediately after the initial test. Therapeutic range: unknown.

Manufacturer narrative:
Customer is having difficulty applying enough sample to the sample well. Per user guide, "the drop of blood must be a minimum of 15ul." There was a delay in the sample application. Doing so can result in the incorrect calculation of clot time and result in errors or inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.6, 1.3, 2.4, reference: 1.4, mean: 1.93, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 2.6, 2nd inr: 1.3, 3rd: 2.4, mean: 2.10, sd: 0.70, %cv: 33.33. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Per case description, the time elapsed between testing results is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Unable to perform retained strip test due to unknown strip lot number. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. The data from repeat inratio testing did not met precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. No strip lot information was available. This issue will be subject to tracking and trending. Corrective action not required at this time.